Manufacturer narrative:
This report filed, november 03, 2008.

Event description:
Per the audiologist, in 2008, the patient's mother reported the patient had stopped responding to sound. Exchanging the external equipment did not alleviate the problem. Results of an integrity test done on the same day, were consistent with normal receiver/stimulator function with multiple electrode anomalies. Explant/reimplant surgery is scheduled for the following month.